Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported that, the zimmer air dermatome ii handpiece was chewing the skin. There was no pt harm; however, there was a delay in surgery for approximately 15 minutes. The procedure was completed with an alternate device.